Event description:
Caller reported an error occurring with their continuous glucose monitor, specifically noting cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, guiding the caller through the process. After the reset, the issue was resolved, and the caller successfully initiated their sensor session again.